Event description:
The customer reported that, the delivery of eight shocks in manual mode did not convert the pt from ventricular fibrillation. The users switched to a different defibrillator and delivered 360 joules of energy which converted the pt. The involved pt died one day later.

Manufacturer narrative:
Philips is in the process of obtaining more info concerning this event and this complaint is still under investigation.